Manufacturer narrative:
Concomitant products: product ID, product type: extension. (B)(4).

Event description:
The company representative (rep) reported a month later that the break was likely in the extension. The wire connecting the 3rd electrode was broken in the extension and touches the wires for electrodes 0 and 2. The cause of the impedance issue was the broken extension.

Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported an impedance issue. In an electrode impedance check, the following results were obtained: case <(>&<)> #1 844 case <(>&<)> #2 514 case <(>&<)> #3 516 #0 <(>&<)> #1 644 #0 <(>&<)> #2 34 #0 <(>&<)> #3 35 #1 <(>&<)> #2 638 #1 <(>&<)> #3 638 #2 <(>&<)> #3 35 the measurements were not consistent between monopolar and bipolar. Additional information has been requested to find out if any int erventionxx or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4) has been removed.

Event description:
The rep clarified that there was no confirmation that the extension was broken.